Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing without duplicating the report. An internal inspection resulted in no findings. The device's cpu to power interface module ribbon cable was replaced as a pre-caution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report corrects information submitted in the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated and g4 (PMA/510(k) #).